Event description:
The patient experienced oozing around the incision site accompanied by pain. Antibiotic treatment was initiated; however, the patient continued to experience pain, and the incision remained irritated with ongoing oozing. A decision was made to remove the implant.

Manufacturer narrative:
Bluewind has adopted more stringent reporting criteria for implant-related complaints starting april 24, 2026. A retrospective review of two years of complaint data, covering the period from march 1, 2024 to march 1, 2026, was performed. A total of 543 patient cases were reevaluated. Of these, 68 cases involved patient infection, pain, wound healing issues, implant failure, or surgical complications. These 68 cases were reassessed against the updated reporting criteria for implant-related complaints, and four complaints were determined to be reportable under the new criteria. Complaint (B)(4) is one of four reportable cases.